Event description:
This event involved a 'sho' tapered head and non 'sho' cup which were implanted in 1997. In 2003 severe wear of "taper head" was found by x-rays. Revision took place, kyocera cup and taper head were revised.